Event description:
It was reported that when the catheter was opened for pre-flushing, it was found that the catheter was broken and leaking. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was inconclusive because no sample was returned for evaluation and no supporting evidence was found during the complaint investigation which could confirm that event. During the complaint investigation, a review of risk documentation associated with the implicated product identified several possible causes related to the reported event; however, the lack of an available sample prevented both confirmation of the reported event and identification of the root cause(s). A review of the manufacture quality and inspection records for the implicated product batch indicated no potentially related issues occurred during product manufacture, assembly, and packaging. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Additionally, a review of the complaint history did not indicate a potential batch-specific product issue. The reported event has been documented and included in complaint trending and will continue to be monitored as part of ongoing quality efforts. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was opened for pre-flushing, it was found that the catheter was broken and leaking. No other information was provided.